Event description:
A user facility reported to olympus the endoeye flex deflectable videoscope had a bad camera. Upon inspection and testing of the customer returned device, the olympus repair center found a black image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection the reported event was confirmed. It was also noted a damaged charged coupled device caused no image. Additionally, non-olympus parts were found, the switches were not working, the adhesive from the distal end was damaged, and there were cuts around the lens. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to be caused by influence of water ingress from the location of missing of the a-rubber (bending section cover/ distal sheath) glue into the subject device, or damage of the circuit board inside the video connected resulted from physical stress applied to the plug unit. In addition, the subject device had traces of repair by a third-party company. Some kind of damage given at the time of repair might have influenced on the suggested event. The suggested event was deemed a preventable occurrence. The following description is included in the instructions for use (IFU) operation manual: "important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU reprocessing manual further states: "important information: please read before use: prohibition of improper repair and modification: equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.